Manufacturer narrative:
Complaint was verified; no live image on display when camera heard is connected. The unit boots up properly and detects camera head being connected but no image is displayed on the screen. Capacitor on mainboard failed.

Event description:
Allegedly, at the start of a hysteroscopy procedure and after the hysteroscope had been entered into pt who had received local anesthetic, operating room staff heard a loud pop and noted a smell of smoke and lost picture. Doctor aborted procedure at that point.